Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005 and the mesh was implanted. It was described that stress incontinence was replaced by complications. The patient experienced pelvic, vaginal, hip and leg pain. The patient also experienced voiding/emptying difficulty, infrequent bladder leakage, loss of sex life and bowel problems. Further surgery was required in 2007 to trim the device as it was poking up in abdominal wall. No further information is available.